Event description:
It was reported that the patient had an unknown sling implanted in (B)(6) 2014. An artificial urinary sphincter with a 4.0 cm cuff was implanted for unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.